Event description:
While performing an anti-hcv correlation study on patient samples, the account generated a non-reactive result on the axsym anti-hcv assay on two instruments. The sample generated repeat low reactive results on the abbott hcv eia. Another sample from this patient was obtained and generated non-reactive results on the axsym anti-hcv assay on two instruments but tested positive on rna polymerase. Controls were within range on the axsym and results generated from a familiarization panel were within range. The non-reactive axsym anti-hcv results were not reported. No impact to patient management was reported.